Event description:
Received report that a tubing burst during a power injection of contrast dye. The power injector was reported to have been set at 1.5ml/sec. It was reported that no medical intervention was necessary, and there was no adverse patient effect. Repeated attempts were made to contact the facility for additional information, but they did not respond, and therefore no further information is available at this time.